Manufacturer narrative:
Facility's charge nurse declined to provide the treatment sheets for this pt as it is against her hosp's policy. She stated that, although there was an excessive fluid removal of 507 ml in a one-hr period, the pt did not suffer any injury or require any medical intervention as a result of this incident. Upon further investigation, the events history screen revealed four "dialysate incorrect weight change detected" alarms. Facility's charge nurse felt that this was an issue with the facility's intensive care (ic) nurse assigned to this pt as there is documentation on the events history screen that the override button was pressed multiple times resulting in an excessive fluid removal. Facility's charge nurse requested an intensive care therapy specialist to do some training with the intensive care nurses regarding operation and troubleshooting of the prisma machine. A gambro technical svcs (gts) field rep inspected the machine and found it to be working according to MFR's specs. He was unable to duplicate the reported alarm. He then verified the rotors, pumps and scales and found them to be working correctly. The machine has been returned to svc.